Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported the automated impella controller (aic) had an unexpected controller shutdown alarm message appear. The console was plugged in and fully charged according to the screen display. No patient harm was reported.

Manufacturer narrative:
The investigation of automated impella controller (aic) - shutdown or restart issue has been completed. Based on the device and data analysis the root cause of the intermittent, unexpected controller shutdown was not determined due to the inability to reproduce.